Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l35606, implanted: (B)(6) 1997, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and other non-malignant pain. On 25-apr-2016 it was determined that the catheter that was implanted on (B)(6) 1997 was implanted after its use by date of (B)(6) 1997.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.